Manufacturer narrative:
Visual inspection of the returned device revealed a kink in the catheter shaft near the handle. Functional testing revealed the catheter could not deflect in one direction due to one of the control arms being bent and disengaged from the gear. As cardiac perforation is an inherent risk associated with any ablation procedure, it is unknown as to whether the deflection problems with this device contributed to the reported event. MDR 3005188751-2011-00005 was submitted on another device but is associated with the same event. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010. The following dates are estimated. Only the month/year is known: expiration date.

Event description:
It was reported during an atrial fibrillation ablation procedure, after performing a double transseptal puncture, placing catheters in the left atrium and beginning to collect geometry, the patients blood pressure dropped. A transthoracic echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized.